Event description:
It was reported that the pt was experiencing shocking sensations and her lead was replaced. No complications were reported.

Manufacturer narrative:
Final device analysis revealed a non-standard non-conformance. The lead was severely stretched. The #0 and #1 circuits shorted due to the #0 connector being pulled out of place and touching the #1 connector. The #2 and #3 circuits shorted at the #3 electrode due to the severe stretching of the lead.